Event description:
It was reported that the external pulse generator (epg) turned itself off despite having a battery voltage of 6.1 volts. The battery was replaced with a 9.1 volt battery and the error could not be duplicated by the biomedical engineer. The epg will be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).